Manufacturer narrative:
Corrections: a4, b5, d4, h4. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported on 17dec2025 that log files were not available for analysis. The ac power cord coming loose from the wall outlet or the back of the mpu or environmental issues affected ac power were not reported as issues by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed as no products were returned for analysis. Additional information provided communicated that no log files were available for review. It was noted that the mpu would be returned for analysis; however, to date no products have been returned. This file will be returned with further analysis if the mpu is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20jul2025. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu displayed the yellow wrench alarm, indicated an internal malfunction. The mpu was returned for analysis and repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.